Event description:
Reporter indicated that patient had generator electively replaced due to a "resurgence of seizures outside of her normal history." Pre-vns seizure rate is unknown to manufacturer. Diagnostic testing performed during office visit yielded results within normal limits. Product analysis performed on explanted generator yielded no anomalies.